Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Event description:
It was reported that the patient received an inappropriate shock. The device showed sensing difficulty, oversensing, and a possible set screw problem. The physician replaced the device due to this and the longevity remaining of the device. There were no further patient complications as a result of this event.